Event description:
It was reported that during implant attempt, it was noted that the ventricle was enlarged and smooth, and therefore the physician was unable to get the lead to stay in place. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).